Event description:
It was reported that the device was used during a sigmoid colectomy. The surgeon could not get the handles to close. Another device was used to complete the case. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). The analysis found that one device was returned with no cartridge reload loaded on the device. During testing, it was found that there was damage to the clamp release component. The clamp release appeared to be worn out causing the clamp release to not lock with the closure trigger. Furthermore, the device was held closed and fired as expected. Although no conclusion could be reach to what caused the damage to the clamp release component, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.